Event description:
It was reported that the user received an urgent low glucose alert on the ilet pump after a meal and treated the low with oral glucose, later noting an expired infusion set and inability to confirm glucose by fingerstick while at work. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and plans to change the infusion set and perform a fingerstick when able. Investigation included troubleshooting and user education on performing a fingerstick check, replacing the sensor if inaccurate, and contacting the cgm support line. Investigation of this case revealed no confirmed device malfunction, with the event attributed to unclear cause and potential contributing factors including an expired infusion set and unverified cgm readings. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.